Manufacturer narrative:
(B)(4). Concomitant medical products: 2.2/2.7 mm soft tissue guide cat#233500004 lot#516349. Visual examination of the returned product confirms the drill bit has fractured off and is stuck in the guide. Not all the fractured pieces were returned. Review of the device history records identified no related deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during trauma procedure while the surgeon was drilling for a screw through the clavicle the drill became cold welded to the drill guide and could not be disassociated. A new drill guide and drill were used to complete the procedure. No further event information is available at the time of this report.